Event description:
While onsite to perform preventive maintenance on the ventilator, the manufacturer's service technician reported there was a note on the ventilator that said the ventilator's remote alarm did not work. The service technician reported testing of the nurse call alarm failed. Failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the main pcb board to correct the problem. Applicable final testing was performed and passed to specifications.